Manufacturer narrative:
Added codes 1307, 2199, 4582, 3221, 4114 and 67.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were intermittent inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg readings dropped rapidly from 75 to 64 mg/dl, and the meter bg reading was 149 mg/dl. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.